Manufacturer narrative:
Follow-up #1: date of submission 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of keypad buttons responded appropriately to button presses during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and no intermittent conditions were observed on the keypad flex connector. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button was unresponsive. The bolus button cover was opened and the button slug was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up and down arrow buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.